Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there had been several episodes of shocking; the patient said the device was off. The rep had the patient turn the adaptive stimulation off. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the shocking was not determined and the patient turned the stimulation down to resolve the issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported they would be walking down the hallway and stimulation would increase and when they check it on the programmer it goes all the way up to 10 by itself. Patient would have to manually decrease stimulation. Patient reported the same information indicating that their manufacturer representative turned the adaptive stimulation off.